Event description:
It was reported that the arctic sun device had low flow rates and needs preventive maintenance. Per follow up information received via email on 12aug2024, device was sent to task management for repair. No service yet. Found during maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is manifold. The device was evaluated upon receipt. Device not reaching flow rates. Replaced manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available.